Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the blood return indicator of a 7f exoseal vascular closure device (vcd) had no blood ejection and no blood ejection was seen when the blocker and non-cordis sheath were withdrawn. There was no reported patient injury. The blocker was inserted into the non-cordis short sheath and delivered to the black marking band. The patient does not have a history of infectious diseases. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the blood return indicator of a 7f exoseal vascular closure device (vcd) had no blood ejection and no blood ejection was seen when the blocker and non-cordis sheath were withdrawn. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The blocker was inserted into the non-cordis short sheath and delivered to the black marking band. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged, and the blood flow did not stop and then start again. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, there was no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and the target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. One non-sterile vascular closure device 7f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was pressed, and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. The bench-top test was performed by inserting the unit into the fixture and applying constant solution pressure. The solution advanced through the delivery shaft and exited via the bleed-back indicator. Dried blood residues were observed on the internal mechanism but only on the external surfaces of the components. The delivery shaft sub-assembly, from the bleed-back port to the pi collar, was inspected, and no obstructions were found. The reported event of ¿bleed-back indicator bleed back issue absent¿ was not observed through analysis of the returned device. There were no anomalies noted during the analysis of the device. No obstructions were found. The solution advanced through the delivery shaft and exited via the bleed-back indicator. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As per the IFU the exoseal vascular closure device is designed for use with a standard corresponding french size vascular sheath introducer with up to 12 cm working length. The indwelling sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath introducer. The french size of the exoseal vascular closure device must correspond to the french size of the sheath introducer in use. Do not use the exoseal vascular closure device in a sheath with a working length greater than 12 cm. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the blood return indicator of a 7f exoseal vascular closure device (vcd) had no blood ejection and no blood ejection was seen when the blocker and non-cordis sheath were withdrawn. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The blocker was inserted into the non-cordis short sheath and delivered to the black marking band. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged, and the blood flow did not stop and then start again. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, there was no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and the target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device was later returned for evaluation.